Manufacturer narrative:
The pump was returned to animas for evaluation. A loss of prime was recorded in the black box due to an unidentified low force on (B)(6) 2011 at 12:11 pm when the insulin remaining reached 68 units. The loss of prime warning was confirmed by the user 31 times between 12:11 pm and 1:35 pm. At 1:47 pm, a 68 unit prime was recorded which triggered an empty cartridge alarm. An alarm overrides the prime record when recording and is the reason the prime recorded after the cartridge alarm. A zero basal rate was recorded at 12:11 due to loss of prime warning. The pump was tested on a 29 hour flow test and was found to be delivering accurately/no loss of prime warnings were duplicated. A force sensor calibration test confirmed the sensor is detecting the correct force. No insulin delivery defects were found. The 68 unit prime emptied cartridge. The zero basal rate was due to loss of prime.

Event description:
On (B)(6) 2011, the report contacted animas on behalf of her son (the patient) reporting that he was taken to a hospital with a blood glucose (bg) of 29 mg/dl. The patient's father contacted animas on (B)(6) 2011 and provided additional information. The reporter indicated that the insulin cartridge was observed to be empty by the school nurse when it was removed from the pump. Further investigation revealed that 68 units was reportedly primed prior to the patient suffering the injury. The animas rep involved in this contact determined that the patient possibly primed 68 units while attached. However, the rep was unable to confirm the sequence of events in the pump's history. Based on the information provided, this complaint is being reported due to the following conclusion: the reporters claimed that the patient was taken to a hospital with a bg level of less than 40 mg/dl.